Event description:
The blood pump segment was too long; unable to completely load into the pump raceway. During the treatment, the segment came out of the raceway and looped over the blood pump, rupturing the segment. There was no alarm condition from the machine. Blood loss was estimated at 200 ml. No pt injury or medical intervention was reported.